Event description:
Caller reported experiencing a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Despite assistance from support in loading a new cartridge, the cartridge alarm recurred, and the customer could not resume insulin therapy. The customer reverted to an alternative method of insulin therapy.